Event description:
Reported due to pt death. The pt presented with a "tight lesion" in a saphenous vein graft. The physician attempted to place an unspecified 5.0mm stent but was unsuccessful. A percusurge filter wire was also tried, but was unsuccessful. A perforation occurred, but the actual cause of the perforation is unknown. At the time of the perforation, the pt lost a significant amount of blood. The physician deployed the graftmaster stent graft but the "heart was no longer pumping." By the time the perforation was sealed, the pt had died. Although requested, no additional info was provided.